Event description:
It was reported that the coaxial high flow tip disassembled when it was placed on the table following a total knee procedure. The device was not over the surgical site when this occurred, so no fragments entered the patient. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.